Event description:
Device was removed from packaging and inspected with no issues noted. Physician implanted one resolute integrity drug-eluting stent to a little calcified lesion in the rca with little vessel tortuosity. The patient had chest pain after 4 hrs and it is reported that cath lab scan showed a fracture in the stent and stent thrombosis.

Manufacturer narrative:
Results: root cause of the event could not be determined. Thrombosis and stent fracture. No results available since no evaluation performed. - device or procedural images not provided for review. Conclusions: thrombosis and stent fracture. Root cause could not be determined. Unable to confirm complaint - device or procedural images not provided for review. (B)(4).